Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance department has reviewed medical records and investigations are pending. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation. Related MDR's: 2937457-2014-00750 and 1713747-2014-99960.

Event description:
A nurse reported that a pt with a complaint of abdominal pain and "drain problems", where the dialysate was not "draining adequately" from his peritoneal catheter, was admitted to a hospital on (B)(6) 2014, where he was diagnosed with peritonitis and treated intra-peritoneal vancomycin and gentamycin. As of (B)(6) 2014, the patient's signs and symptoms of peritonitis and complaints of abdominal pain have resolved, and the pt is "draining adequately". The pt was discharged from the hospital on (B)(6) 2014. The pt continues ccpd treatment and is "draining adequately". The sample was discarded and is not available for return. The lot numbers are unk.